Manufacturer narrative:
Analysis found full breach insulation degradation adjacent to connector boot was noted at 4.3 cm and external insulation abrasion was noted at 52.3-52.8 cm from the connector pin, consistent with friction to other device or feature of the heart.

Event description:
It was reported the capture threshold was trending upward for a period of time. Patient was asymptomatic. The sensing and impedance measurements were stable and in range. During a device change out for normal eri, the physician elected to also explant and replaced the lead. The patient condition after the procedure was good.